Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(6) law doesn't allow product return.

Event description:
Reporter stated the customer has had difficulty correcting hyperglycemia due to inaccurate bolus advice from the blood glucose monitor. No adverse event was reported. The alleged product cannot be returned for evaluation due to legal and custom issues.